Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue from the transfer set was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was determined that the cassette line disconnected from the supply bag. Renal therapy services (rts) assisted the hp to end therapy and to set up again with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.